Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported ¿patient presented with delayed nodules in lip after injection with juvederm vollure xc. Nodules do not appear hot or itchy. Patient presented with inflammation and lumps traveling into upper lip towards nose.¿ symptoms presented about 11 days post injection. No other information provided. It is unknown if symptoms resolved.